Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: 7.5, lab: 2.5, time between testing: (two hours). Lab venipuncture. Pt's therapeutic range: 2.5-3.5. No further info was provided.

Manufacturer narrative:
Investigation pending.